Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the pump¿s history showed a manual time change from (B)(6) 2013 11:10 am to (B)(6) 2013 12:04 pm. A timekeeping accuracy test was performed; the pump was keeping time accurately.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the time and date was not correct while changing the battery and the time was currently off by three hours. The reporter stated that the issue was not occurring with battery changes and the time and date was not reverting to factory default. The reporter alleged that the pump was losing time over a long period of time. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.